Manufacturer narrative:
(B)(4). It was reported that one vialmate adapter was determined to have a leak issue. The reported event was not able to be confirmed from this investigation as the sample was not returned. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a leak was detected. The drug vial and IV bag are unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.